Event description:
New colonoscope used for a procedure on 3/27/96. When cleaning scope for second procedure "leak tester" detected a leak approx 4" from the distal tip of the insertion tube. Rptr had received the scope from another medical center on 3/26/96 via courier.